Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, multiple cartridges did not fit properly on the pump and disengaged during delivery. Customer experienced diabetic ketoacidosis and blood glucose (bg) level displayed as "high"; however, a specific value was not provided. A manual injection was administered to address bg level. Customer loaded a new cartridge to resolve the issues.